Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 71.5mm abdominal aortic aneurysm. It was reported that during the index procedure, after implant of the bifurcate below the renal arteries, touch up and final angiogram, a type ia endoleak was observed. After further touch up the endoleak was decreased but not resolved. An endurant cuff was implanted at the same level as the bifurcate below the renals and then endoleak was noted to be minor at this stage. The procedure was completed at this stage. As per the physician, the cause of the event was related to patient vessel morphology due to severe tortuosity meaning the bifurcate couldn't be implanted in the preferred position. No additional clinical sequelae were reported and the patient will be monitored.